Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the difficult leaflet grasping, tissue injury, cardiogenic shock, and heart failure were unable to be determined. The reported patient effects of tissue damage, cardiogenic shock, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions, medication required, and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article, "elastaclip and tmvr for failed teer with leaflet tear", was reviewed. The article presented a case study of a 72-year-old female patient with severe functional mr and tethered posterior leaflet. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr). An xtw clip was inserted, but after several grasping attempts, a small tear was observed on the medial side of the valve. The clip was then placed on the lateral side of a2-p2. The patient experienced cardiogenic chock and was placed on inotropic and intra-aortic balloon pump support. One after the procedure, the patient was readmitted for refractory heart failure. The patient underwent additional procedure with a non-abbott device. [The primary and corresponding author was neil fam, structural heart program, st michael's hospital, university of toronto, toronto, ontario, canada, with corresponding email: neil.fam@unityhealth.to].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.